Manufacturer narrative:
Device evaluation: (B)(6) 2011: colored water was introduced into the balloon to determine if there is rupture or leak. Visually the balloon has not ruptured however there is delamination of the distal balloon bond. Visually there is a fluid path. Water was introduced through all of the device lumens and with exception to the balloon lumen the water flows from where it should. Visually there are two sharp kinks between the 1 and 2cm markers however these kinks do not affect the way the device functions. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A product risk assessment (pra) is open for coronary sinus catheter distal balloon bond failure and is applicable to this event. Accellent corrective action request (car) for negative trend of delamination of distal balloon bond and edwards supplier corrective action (scar) are applicable to this event. Edwards corrective action preventive action was opened for investigation into endoplege balloon bond delamination and is applicable to this event. This issue will be addressed through the corrective actions. Trends will continue to be monitored.

Manufacturer narrative:
A device history record review was completed for lot 673821 and this device met all specifications upon distribution. Product evalution is in process.

Event description:
It was reported that the endoplege balloon ruptured. It was placed in the coronary sinus and then the physician went to inflate it and drew back and got blood in balloon lumen; they knew it had ruptured as there was no waveform. They did not replace the device and abonded use of ep. Patient was not on cpb when this occurred. Altought lot number was 673821 (which had the b braun introducer) they used an edwards introducer instead. They opened a new kit just for the introducer. Lot number of new kit is unavailable. No adverse patient events reported.